Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The customer declined to disclose if there was an impact on their blood glucose level exceeding 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and contact support again should the issue reappear.